Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis - the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) did not stop while performing a right frontal trephine hole causing a wound to the dura mater and cerebral cortex. The wound was treated with hemostasis. The burr hole was complete, without the need for other equipment. The event led to a few minutes surgical delay (2-3 minutes). No patient consequences. The drill used with the perforator was an electric medtronic mr8. The drill was correctly assembled to the perforator. The recommended tests were carried out before use. The approach angle was perpendicular (as indicated in the instructions for use). There was no rocking movement during drilling, and a constant pressure was applied.